Event description:
Distribution manager reported an issue with the valves being loose on the 4 port set. This is causing the line to leak and blood to back up. They have to tightening the valves when opening up the set. Reference to valve being loose is presumed to indicate the hand tightened luer to luer connection at the distal end. No details given of any specific leak events. There was no report of pt harm. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of set leaking from loose connection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. End users at the facility have been informed to hand tighten all connection before use.